Event description:
It was reported that the device had a power on reset. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters was noted with one por for critical ram parity error, addr=0013, data=8, on (B)(4)-2011 and one patient alert for por on (B)(4)-2011.